Event description:
It was reported that the physician observed this implantable cardioverter defibrillator (ICD) displayed a code 1005, indicating an open circuit condition. The right ventricular (rv) lead is a non-boston scientific product. No further information has been provided at this time. Additional information was requested. The ICD system remains in service. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the device data information and provided troubleshooting recommendations such as perform a device system evaluation. In addition, it was discussed that the code 1005 was triggered due to a delivered shock impedance greater than 145 ohms, which caused the device to not deliver the second shock phase. There is no reported noise and no detections that could indicate a noise oversensing condition, however, the lead integrity can not be monitored due to the saturated impedance condition. The impedance data also shows the daily low energy shock lead impedance has been saturated for the last year and the rv lead impedance has been frequently out of range. This appears to be consistent with a lead impairment condition and a lead revision was recommended. The ICD system remains in service at this time.

Event description:
It was reported that the physician observed this implantable cardioverter defibrillator (ICD) displayed a code 1005, indicating an open circuit condition. The right ventricular (rv) lead is a non-boston scientific product. No further information has been provided at this time. Additional information was requested. The ICD system remains in service. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the device data information and provided troubleshooting recommendations such as perform a device system evaluation. In addition, it was discussed that the code 1005 was triggered due to a delivered shock impedance greater than 145 ohms, which caused the device to not deliver the second shock phase. There is no reported noise and no detections that could indicate a noise oversensing condition, however, the lead integrity can not be monitored due to the saturated impedance condition. The impedance data also shows the daily low energy shock lead impedance has been saturated for the last year and the rv lead impedance has been frequently out of range. This appears to be consistent with a lead impairment condition and a lead revision was recommended. The ICD system remains in service at this time. Additional information indicates the patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and the previous ICD system was deactivated without any removal of the products. No additional adverse patient effects were reported.